Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms or rewind, prime/fill anomaly due to unresponsive button. Device had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin pump was forced to prime or rewind multiple times. Insulin pump rejected brand new battery and had some wear and tear. No harm requiring medical intervention was reported. The device will not be returned for analysis.